Event description:
Philips received a complaint on a suresigns vm 6 patient monitor indicating that that the patient was monitored on ECG as ordered, with blood pressure measured at 169/92 mmhg, and the patient's admission blood pressure was within the normal range. Other factors affecting blood pressure were ruled out, so the measurement was judged inaccurate. After replacing the ECG monitor, the measurement was retaken. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter phone #: (B)(6).